Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for radiculopathy and spinal pain. It was reported that patient was having a problem with their spinal cord stimulator. Patient was having a whole lot of pain in her right foot and noticed yesterday when she turns the machine off completely the toe pain goes away. Patient was calling to make an appointment with a rep because she needs an adjustment to get it off of her right foot and she now lives in (B)(6) so she goes to the (B)(6). Patient has no programming options to change to. Patient synched with her patient programmer during the call and reported she has program 1 at 0.0 and program one is for her left side and program two is for right. It is set up to help her pain from the waist down, she needs it on both sides. Patient said the pain 2 nights ago was unbearable and she turned it down, last night she turned it completely off, patient had a surgery last year in (B)(6), the hcp did the rebuild in the toe with pins and bars. Patient said she saw that hcp last week who did an x-ray and did not see what was causing the pain. No falls nor accidents were reported. Patient was redirected to their hcp. The event date was provided as "about two months ago"; an exact date was not provided. Later, patient called back and stated that she needs her machine turned on today so that she can walk. A manufacturer representative was going to reach out to the patient. No further complications were reported/anticipated. On (B)(4) 2018, additional information was received from a manufacturer¿s representative (rep). The rep reported that all impedances were good. The rep reported that reprogramming was done and took stimulation out of the toe. The rep reported that there weren¿t any suspected device issues. No further complications were reported.